Event description:
It was reported that the patient ams 700 lgx inflatable penile prosthesis (ipp) was not functional and the reservoir was empty of fluid. The entire ipp system was removed and replaced with a new one. No further issues were reported in relation to this event.

Manufacturer narrative:
Date of event: this is an approximate date given as the first day of the month that the complaint was reported as no date of event was provided by the customer.

Event description:
It was reported that after nine years the ams 700 inflatable penile prosthesis is not functional and the customer reports the emptying of the balloon. The customer is requesting a replacement of the device and a revision surgery was approved. No further patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted.